Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) suggested re-evaluating the battery longevity at a later date. The device remains in use. No adverse patient effects were reported.